Event description:
It was reported that there was a shocking or jolting sensation. It was reported that the health care professional (hcp) gave the patient the ability to adjust the rate, pulse width and amplitude. It was noted that when the patient increased the rate and decreased the pulse width it worked the best for them. It was noted that if it was done opposite then the patient felt more pounding sensation on the lower buttock area and incision area. It was noted that when the patient got up from a chair they were very sensitive and felt an overstimulation. It was noted that the initial device was implanted at a higher location it did not feel like that. It was noted that when it was damp or wet outside the patient felt that their stimulation had increased when they were walking. It was noted that it also occurred indoors when the patient was up and walking. It was noted that it felt like the stimulation was turned up. It was noted that moving in general, especially when the patient got out of a chair they felt the stimulation was high but then it mellowed out. It was noted that when the patient was working, bending down, being on their side or back they felt stimulation being strong and down to the feet, especially when laying of the left and right side trying to get up. It was noted that stimulation as blasting their feet. It was noted that the stimulation was working fine and reported that it helped the patient control their pain at least 50% of the time. Several attempts to follow-up with the healthcare provider for additional information were made without success.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient . (B)(4).